Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3, h4, d4 h3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was returned, a detached needle that pertained to the product code d6376. This product code is double-armed. Upon visual inspection of the returned sample, the swage and attachment area were noted as expected. The barrel hole was examined under magnification, and no suture remnant was noted. In addition, the suture was not returned for evaluation. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Due to the conditions of the returned sample, no conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture was detached from the needle during continuous suture. It was not a control release needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the lot number? Tcmltx. H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was returned, a detached needle that pertained to the product code: d6376. This product code is double-armed. Upon visual inspection of the returned sample, the swage and attachment area were noted as expected. The barrel hole was examined under magnification, and no suture remnant was noted. In addition, the suture was not returned for evaluation. Due to the conditions of the returned sample, no conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.